Manufacturer narrative:
This final report is being submitted with an update to sections: h6 component codes. H6 evaluation method codes. H6 evaluation result codes. H6 evaluation conclusion codes. Media analysis: two (2) photographs were provided to assist in the investigation and were reviewed by a bsc quality technician. The photographs showed the 14f isleeve introducer sheath the distal end and tip of the 14f isleeve introducer sheath with blood on the outside. There was an expanded seam (which is intended with the use of the device; therefore, is not considered device damage.) The tip was shown with multiple portions torn with a tab/flap appearance.

Event description:
It was reported that an atypical tip tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed in the moderately tortuous right femoral artery which had a diameter of 7mm. A 20mm non-boston scientific balloon aortic valvuloplasty balloon catheter and acurate neo2 transfemoral delivery system with acurate neo2 valve were advanced through the 14f isleeve introducer sheath. At the conclusion of the procedure resistance was encountered removing the 14f isleeve introducer sheath. After removal it was observed the tip of the 14f isleeve introducer sheath was had torn in an atypical manner with a partially detached flap. No patient complications were reported.

Event description:
It was reported that an atypical tip tear occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed in the moderately tortuous right femoral artery which had a diameter of 7mm. A 20mm non-boston scientific balloon aortic valvuloplasty balloon catheter and acurate neo2 transfemoral delivery system with acurate neo2 valve were advanced through the 14f isleeve introducer sheath. At the conclusion of the procedure resistance was encountered removing the 14f isleeve introducer sheath. After removal it was observed the tip of the 14f isleeve introducer sheath was had torn in an atypical manner with a partially detached flap. No patient complications were reported.